Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported that inovent device (B)(4) while in use on a patient, measured nitric oxide (no) value decreased from 18 parts per million (ppm) to 8 ppm, while the monitor nitrogen dioxide (no2) was observed to be climbing. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation. (B)(4).

Event description:
An adult male patient with pneumonia and acute respiratory distress syndrome (ards) was on a ventilator and started treatment with inomax on (B)(6) 2011 at 20 parts per million (ppm). Nine days later, on (B)(6) 2011, the patient was weaned down to 1 ppm and then was taken off inomax, despite becoming unstable at 1 ppm. The patient was restarted on inomax at 18 ppm via inovent (B)(4) on (B)(6) 2011. On (B)(6) 2011 at 21:30, the patient's blood gases were drawn and considered stable for him. The respiratory therapist stated fraction of inspired oxygen (fio2) 60, pressure of oxygen (po2) 73, carbon dioxide (co2) 53 and ph = 7.23, and the patient was on bi-level with time high = 5.9 seconds and time low = 0.77 seconds. The nitric oxide (no) dose was 18 ppm, the monitored no was 18 ppm, and monitored nitrogen dioxide (no2) was 0.2 ppm. At approximately the same time, it was noted that the inomax cylinder (B)(4) was less than 300 pounds per square inch (psi) and required changing. After a new inomax cylinder (B)(4) was installed and the regulator lines were switched, the measured no went from 18 ppm down to 8 ppm while the monitor no2 was observed to be climbing (values not known). The respiratory therapist reported that the inovent high no2 alarm occurred (>3ppm) and the patient's oxygen saturation decreased (value not provided). A low cal was performed and a purge was performed at 15 liters/minute of oxygen (o2). When asked to clarify this, the respiratory therapist restated what he said prior and said a low cal and 15l/min o2 purge are "functionally the same." The respiratory therapist then stated that the monitored no dropped to negative 5 ppm, and the patient went into cardiac arrest. The cardiac arrest reportedly occurred only minutes after the patient began to desaturate. After the patient had gone into cardiac arrest, the backup unit which delivers nitric oxide at a preset 20 ppm was used to bag the patient. No other details regarding resuscitation efforts were provided. The respiratory therapist reported that the patient expired on (B)(6) 2011 (time not known). The respiratory therapist deemed the oxygen desaturation and cardiac arrest to be possibly related to the device and did not know whether inomax was related to the events. The inovent device and both inomax cylinders were removed from service by the customer and an internal investigation into the event is ongoing. After the investigation is complete the device and the cylinders will be returned to the company for investigation.